Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. There was no motor error alarm noted. The pump was received unable to prime at 4.0 lbs. During prime test due to cracked end cap. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with motor error on their insulin pump. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.